Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing on the multiple devices. A technical support specialist (tss) checked the es servers and ran a cast orders check using the provided samples but found nothing in the patient profile. The cast order did not show any results, and the order messages were not listed on the carefusion care coordination engine (cce) side during message tracing. Guided by integration engineering support team (iest), the tss called back the pharmacy and advised them to contact meditech to confirm whether the messages had crossed to cce or to resend the messages. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es orders were not crossing on multiple devices. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es orders were not crossing on multiple devices. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.